Event description:
It was reported that a critical alarm was confirmed by telemetry due to reset - low battery and safe state. Patient reportedly experienced withdrawal "issues" and presented with symptoms of itching, headache, tightness, anxiety and increased spasticity. The pump logs were interrogated and showed motor stall and safe state occurred on (B)(6) 2012 at 6:02 am. As of (B)(6) 2012 healthcare provider (hcp) was to titrate down the drug dose "just a little bit in hopes to get a couple days out of the pump and get him scheduled up with the surgery team"; pump was scheduled to be replaced on (B)(6). Patient's status at the time was "alive "no injury/adverse event". Drug delivered via the device was lioresal. The pump was later received by the manufacturer with no further information; a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the cause of event was premature pump battery depletion. The pump was 'beeping'. The patient experienced increased tone. Hospitalization was required due to the event and the patient received medical intervention on the same day. The pump was replaced. The patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk; catheter model: 8596, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed high battery resistance.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.